Manufacturer narrative:
The reported event of integration problem could not be confirmed. The device was returned for analysis operating above elective replacement indicator (eri) confirmed by longevity testing. The results of all electrical test performed, including battery assessment indicate normal device characteristics.

Event description:
It was reported that in a non-clinical environment, the pacemaker (pm) had a inductive telemetry issue when checking the device in the distributor warehouse. No patient was involved.